Manufacturer narrative:
(B)(4). Examination of the submitted p.f.c.* press-fit rod wrench confirmed the wrench will not adjust due to being bent. The examination found the adjustment internal rod frozen/stuck and will not advance. The complaint sample has been subjected to heavy usage. The root cause is being attributed to device wear from normal use and servicing. Based on the determination of device wear from normal use and servicing as the root cause, no corrective action is being taken at this time. Continue to monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The adjustable part of the wrench used to tighten the stem bent when the stem was being tightened.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.